Manufacturer narrative:
Visual examination of the returned device revealed stent damage along the entire length. The outer diameter (od) of the damage found on the distal end of the stent was measured approximately 1.33mm. The od of the area where there was no damage could not be measured as one side along the stent was damaged. The outer diameter (od) of the damage found on the proximal end of the stent was measured approximately 1.31mm. No kinks or damage was found along the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
Determined to be reportable based on analysis. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The 95% stenosed lesion with calcification was located in the severely tortuous posterior descending right coronary artery. The 3.00x8mm taxus express2 drug eluting stent was unable to cross the lesion. Device analysis revealed stent damage.